Event description:
It was reported by the end user, a red, patchy rash under mass parts of tape border and outside of tape border. Has had for 2 weeks. States physician diagnosed as candidiasis and prescribed an unk powder for rash one week ago. The end user follow-up to report that she called her physician regarding her symptoms, sometime last week (date was not provided). She informed her that her physician prescribed nystatin powder. She went on to report that she has used the nystatin twice with some improvement.

Manufacturer narrative:
Based on the available info, this event is deemed a serious injury. Additional info has been requested, however, no additional details have been provided to date. Should additional info become available, a follow-up report will be submitted. (B)(6).